Event description:
Event description guidant received information that the patient with this pacemaker had pacemaker syndrome.

Manufacturer narrative:
Programming changes were made to address the issue. The device was programmed to avoid ventricular pacing. The patient is well and the system remains implanted. No further information available. This event will be reopened should more information be made available. Additional information was received that the device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (formerly guidant) received information that the patient with this pacemaker had pacemaker syndrome.